Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 12. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and abscess. No further patient complications were reported.